Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: a review of the device lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during device preparation for use, the mini trek balloon catheter hub separated from the shaft and the device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.